Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), eczema ("vaginal eczema") and skin exfoliation ("peeling skin on her hands"). The patient was treated with surgery (removal of her right fallopian tube and ablation surgery). Essure was removed. At the time of the report, the pelvic pain, nausea, dizziness, allergy to metals, eczema and skin exfoliation outcome was unknown. The reporter considered allergy to metals, dizziness, eczema, nausea, pelvic pain and skin exfoliation to be related to essure. The reporter commented: on around (B)(6) 2021, she gauged with her medical team, the possibility that her health issues were a result of the essure device. Numerous medical investigations took place and eventually, her symptoms were linked back to the device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), eczema ("vaginal eczema") and skin exfoliation ("peeling skin on her hands"). The patient was treated with surgery (removal of her right fallopian tube and ablation surgery). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered allergy to metals, dizziness, eczema, nausea, pelvic pain and skin exfoliation to be related to essure administration. The reporter commented: on around (B)(6) 2021, she gauged with her medical team, the possibility that her health issues were a result of the essure device. Numerous medical investigations took place and eventually, her symptoms were linked back to the device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe pain [pelvic pain female] nausea [nausea] dizziness [dizziness] nickel allergy [nickel allergy] vaginal eczema [eczema] peeling skin on her hands [hand desquamation] malpositioned right essure coil which was unchanged from previous [device dislocation]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of celiac disease, c-section, preeclampsia, gerd, hypertension, abdominal pain, cholecystectomy, adenomyosis and dermatitis. Concurrent conditions were listed as shortness of breath, anxiety, irritable bowel syndrome, lower abdominal pain, pelvic discomfort, leg pain, nickel allergy, depression, dyslipidemia, dyspareunia, arthralgia, pelvic discomfort, dizziness, hypertension, headache, diarrhoea, ovarian cyst, cholecystitis, pruritus vulvae, epigastric pain, nausea, skin eruption and vulval rash. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), eczema ("vaginal eczema"), skin exfoliation ("peeling skin on her hands") and device dislocation ("malpositioned right essure coil which was unchanged from previous"). The patient was treated with diflucan (fluconazole) as well as surgery (removal of her right fallopian tube on (B)(6) 2016 and ablation surgery). At the time of the report, the outcomes for pelvic pain, nausea, dizziness, allergy to metals, eczema and skin exfoliation were unknown. The reporter considered allergy to metals, device dislocation, dizziness, eczema, nausea, pelvic pain and skin exfoliation to be related to essure administration. The reporter commented: on around (B)(6) 2021, she gauged with her medical team, the possibility that her health issues were a result of the essure device. Numerous medical investigations took place and eventually, her symptoms were linked back to the device. On (B)(6) 2016: procedure: laparoscopy and right salpingectomy. On (B)(6) 2022 laparoscopic left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2012: findings: no abnormality of the gynecological organs is seen. There are clips present from prior tubal ligation impression: normal CT scan of the abdomen and pelvis. Specifically, no evidence of liver cirrhosis [hysterosalpingogram] on (B)(6) 2012: little contrast is seen within the uterine cavity in this patient with previous endometrial ablation and essure tubal coils. The bilateral fallopian tubes are not patent [pathology test] on (B)(6) 2016: diagnoses: right fallopian tube, right salpingectomy: - benign fallopian tube with paratubal cysts clinical history: right pelvic pain, post endometrial ablation, laparoscopic right salpingectomy; on (B)(6) 2022: diagnosis: left salpingectomy - benign fallopian tube with a metal coil gross description: a: left fallopian tubes and essure a metallic like structure is identified as the proximal end measuring 0.6 cm in length by 0.1 cm in diameter. The fallopian tube appears otherwise grossly unremarkable. An additional detached metallic coil like structures also identified in the specimen container measuring 8.0 cm in length by 0.2 cm in diameter. A representative section of the proximal, mid portion and fimbriated end the fallopian tube is submitted. Clinical history: essure metal tubal coils in tube complains of pain [ultrasound abdomen] on (B)(6) 2014: sonographic evaluation of the abdomen was performed. Underlying fatty infiltration. There are two tiny echogenic foci demonstrated within the gallbladder which are non mobile and measure only a maximum of two and 4 mm each. These may represent tiny gallbladder polyps. There is no gallbladder wall thickening or pericholecystic fluid. Limited detail of the right kidney reveals no abnormality. Impression: two tiny possible polyps are seen within the gallbladder. There is fatty infiltration of the liver. The remainder is unremarkable; on (B)(6) 2017: history: right upper quadrant abdominal pain impression: limited evaluation as the gallbladder was contracted. There is evidence of cholelithiasis. The patient was mildly tender [ultrasound pelvis] on (B)(6) 2011: sonographic evaluation of the pelvis was performed both transabdominally and endovaginally to assess the placement of essure tubal occluders. There is a small linear metallic reflector demonstrated in the proximal aspect of the left fallopian tube. This is best seen on image 34. On the right however there is no metallic device demonstrated within the adnexa and in fact there is a metallic appearing device which appears coiled in the right aspect of the endometrium. This does not appear to extend into the adnexa on the right side. There is otherwise a normal appearing anteverted uterus. Both ovaries are normal. The endometrial lining measures 7 mm. Impression: there is a metallic linear density demonstrated in the proximal portion of the left fallopian tube. There is a metallic coil demonstrated within the endometrium on the right, which does not extend into the right adnexa and may be mal-placed; on (B)(6) 2014: findings: the uterus is anteverted. The endometrial thickness is 4 mm which is normal. There are no fibroids. There are essure coils in situ bilaterally. The left coil is properly positioned within the proximal left fallopian tube. The right coil is malpositioned. It is curled into a '"c" shape within the fundal endometrium toward the right impression: the only abnormality on this examination is that of a malpositioned right essure coil, unchanged on multiple imaging studies dating back to (B)(6) 2011. No acute pathology is seen. Gynecology consultation is suggested in light of the coil malposition; on (B)(6) 2015: clinical history: patient presenting with right upper quadrant pain. Tender over the mid left abdomen. Ultrasound normal. Physical examination of the abdomen normal. Findings: essure coils are identified within the expected region of the fallopian tubes. Previous ultrasound demonstrated the right coil was marginally malpositioned. Its position is unchanged on today's examination. Impression: overall unremarkable examination of the abdomen and pelvis; on (B)(6) 2017: the pelvis and hips are unremarkable. There are essure devices within the pelvis, presumably within the fallopian tubes. Soft tissues are otherwise unremarkable and findings: the uterus is anteverted. The endometrium measures up to 3 mm. Endometrial myometrial interface is ill-defined, compatible with prior endometrial ablation. There are a few subendometrial cysts. Both ovaries are normal in appearance of the right measuring up to 1.7 cm in length. The left ovary appears normal and was better seen on transabdominal examination and measures up to 3.6 cm in length. No adnexal mass. Essure coils are not seen on today's examination. Impression: status post endometrial ablation with expected intact/ regenerating endometrium measuring up to 3mm. Subendometrial cysts are suggestive of adenomyosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-oct-2024: medical record received. New event device dislocation added. Lab data including surgical pathology report added. Patient middle name, date of birth, added. Medical history , concomitant conditions & treatment drug added. Essure insertion & removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.